Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The international customer reported the device alarmed vent inop and shut down due to data acquisition pcb adc reference failures. There was no patient harm.